Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a solid steady tone come from the implantable cardioverter defibrillator (ICD). The patient indicated that they were wearing a magnetic bracelet at the time and wondered if that had caused the tone. The ICD remains in use. No patient complications have been reported as a result of this event.